Manufacturer narrative:
Service engineer (se) evaluated the device. Upon turning on the device, it was confirmed all flows readings were present. The arterial and ivc flows are within acceptable range. The flow sensors were thoroughly tested with no issues found. Subsequently, all applicable device testing were conducted and successfully passed. Additionally, data review by engineer noted it would appear that the portal flow sensor does indeed stop working around 7.5 hours into the perfusion. However, the flow sensors were thoroughly tested with no issues found. The root cause could not be determined.

Event description:
It was reported that message received from device user (du) with image that portal flow sensor was not reading resulting in no portal or hepatic artery flow reading on screen. Du indicated that they attempted troubleshooting and it had no effect of portal flow reading. Du stated they were concerned that they could not read flows for the remainder of the perfusion.

Manufacturer narrative:
D9 was updated to reflect updated date returned to manufacturer. No other changes.

Event description:
It was reported that message received from device user (du) with image that portal flow sensor was not reading resulting in no portal or hepatic artery flow reading on screen. Du indicated that they attempted troubleshooting and it had no effect of portal flow reading. Du stated they were concerned that they could not read flows for the remainder of the perfusion.